Event description:
Per incident report, situation: there exists a phenomenon whereby an electrostatic discharge (esd) of sufficient magnitude, when passed through the electromagnetic levitation mechanism (elm) of the heartmate-3, may cause temporary cessation of pump function. In the event that this occurs, the pt may experience up to 10 seconds without support (thoratec, (B)(4)). The elm will re-boot and restart at the programmed speed only in the presence of sufficient external power. Thoratec-st. Jude warns that the emergency controller back-up battery is rated at 11-volts and is incapable of restarting the elm independently (B)(4). Background: (B)(6) reported that as he was returning to bed from a late night bathroom visit, he experienced the following alarm on his heartmate-iii system controller: no external power. This was accompanied by a transient yellow wrench alarm on the mobile power unit (mpu). Pt reported light-headedness, dizziness, and generally unwell during this period and sat at edge of bed waiting for symptoms to subside. A few moments later, another transient yellow wrench alarm occurred on the mpu and pt transferred to battery power and called the vad team for assistance. Symptoms cleared shortly thereafter. During interrogation of the data files logged by the heartmate-3 system controller, incidental findings suggested that a short was also present somewhere in the system. Discussions with engineers at thoratec-st. Jude revealed the mpu to pt cable as the likely culprit. The mpu pt cable utilizes shielding technology similar to earlier generation heartmate drivelines and may be susceptible to the short-to-shield issue, which would obstruct power delivery to a connected pocker controller. Assessment: thoratec-st. Jude affirms that neither esd with pump restart nor shorting of the mpu to pt cable as an isolated event poses clinically significant risk to the pt; however, when combined, could result in serious harm or death to the pt because there would be inadequate voltage available to initiate a pump restart. Electrical wire damage in the pt cable sufficient to cause a short may be subtle and not readily detectible. It is very possible for a pt to use a pt cable without knowledge of internal damage. Thoratec-st. Jude makes no recommendations to guide detection or mitigation of the short-to-shield risk with the mpu pt cable. In light of this, measures must be taken to mitigate risk to those pts with a heartmate-3 lvas. The mpu predicate device - pt power module (ppm) - has a more robust pt cable and an internal back up battery that serves as an uninterruptible power supply. The ppm is compatible with all heartmate-2 and heartmate-3 devices. Recommendation: thoratec-st. Jude recommends that the relative humidity of the environment in which the heartmate-3 is operated, be maintained above 30% (2015, (B)(4)). The average relative humidity in (B)(4) averages 25% and can drop to levels of approx 5%. Thoratec-st. Jude also recommends that if a heartmate-3 pt requires continued operation during power mains interruptions, that an uninterruptible power supply or a battery be used (2015, (B)(4)). Given the risk for esd in the dry (B)(4) environment, it is the recommendation of the (B)(4) department, that all pts implanted with a heartmate-3 lvas be supplied with a ppm rather than an mpu in the interest of pt safety. References: thoratec corporation. (B)(4) heartmate-iii lvas: system overview and theory of operation. Available from: thoratec corporation. (Feb-2015). Heartmate-iii left ventricular assist system instructions for use (B)(4) thoratec.